Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the titanium clip failed to clamp properly when applied to the cystic duct. An error occurred during the first firing of the clip applier, and multiple attempts to clamp the clip were unsuccessful. Another device was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the tube revealed that the instrument was partially fired with nineteen clips remaining. Functional testing noted that the instrument was applied to appropriate test media. The instrument cycled without binding. Clips formed with crossed legs when applied to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that there was clip slippage. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if an attempt was made to apply a clip over a fully formed clip or obstruction. It may also occur if the jaws were twisted excessively or tissue was manipulated with the jaws when firing the instrument. Deflecting the jaws or shaft during firing may result in an improperly formed clip and possible bleeding or leakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when firing the instrument, squeeze the handle as far as it will go. Failure to squeeze the handle completely may result in clip malformation and possible bleeding and or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.